Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that following a request from the clinic, the pt was seen by med-el after some changes were observed during testing. There appears to be a progressive loss of functioning channels over a period of time. The pt currently has five active electrode channels.